Event description:
It was reported that the home patient (hp) had been connected to the home choice (hc) all night and the hc was only in cycle thirteen. The technical service representative (tsr) assisted the caller thru ending therapy and the hc alarmed a high drain 108 alarm (this indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode). The technical service representative (tsr) checked the programming. The program was continuous cycling peritoneal dialysis, the total volume equaled 8000ml, the therapy time equaled 9 hours, the fill volume (fv) equaled 200ml, the last fill volume (lfv) equaled 200ml, and the dextrose was set to different. The tsr explained the alarm to the care giver (cg). The tsr informed the cg that with the hp¿s current program setting a high drain alarm could happen. The hp would call their peritoneal dialysis registered nurse (rn) about the programming setting. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A device history review was completed with no issues noted. A two year service history review was completed with no issues noted that could have caused or contributed to the reported condition. The reported problem could not be confirmed. Should additional relevant information become available, a follow-up report will be submitted.